Event description:
It was reported that pump volume discrepancies were noted at "the last few refills"; they had more volume than expected. The patient experienced increased pain. No low battery indicator was noted. The patient was hospitalized for a pump replacement. In the operating room, ther was a 5 ml difference in expected and actual reservoir volumes. The patient did not have withdrawal and was doing "fine" after replacement surgery.